Event description:
It was reported that "trialing a triathlon 16mm size 2 cr insert and upon removal, damage was observed to the underside of the trial." Part was fractured.

Manufacturer narrative:
Method: DHR and complaint history review.